Event description:
The initial reporter alleged discrepant results with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The initial test result for the sample was reactive with a value of 135.4 coi. The sample was split into two aliquots for duplicate retesting. The frozen aliquot yielded a result of 0.450 coi (non-reactive), and the cooled aliquot yielded a result of 0.417 coi (non-reactive). Testing on a competitor system, which was not specified, also yielded a negative result.

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. Calibration and quality control data for lot 812808 were reviewed and confirmed to be within expected ranges. The initially reactive result is described in the assay's instructions for use (IFU) and requires duplicate retesting. Both duplicate retests of the sample yielded non-reactive results, consistent with the IFU guidance. No issues were identified with the analyzer, and the special wash list was confirmed to be up to date. The root cause was attributed to the nature of initially reactive results, which are described in the IFU as requiring further investigation. The device remains in operation at the customer site.